Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the interface had stopped stimulating during the procedure. There was no delay to the procedure and there was no patient impact.

Manufacturer narrative:
Analysis confirmed the complaint of the customer as stim 1 did not function. The clamps were loose and polluted with foreign material and one clamp is bent. The fuse label was faded. The housing was also bent and polluted with foreign material. The failed cable and pcba were heavily polluted. The housing was completely replaced along with clamps and other small additional parts. The device was repaired, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.